Event description:
The product is not expected to be returned. The clinical educator reports the assistant to the neurosurgen, who has had extensive experience with using licox, indicated they have to handle the oxygen and temperature cables very gently, otherwise, erratic readings are seen from the probes. No patient injury was reported. Unknown if intervention was required.